Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. B) (B)(4). C) manufacturer's reference # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and no temperature was being displayed. During the procedure, ¿catheter temperature invalid¿ was displayed on the smart ablate generator. Troubleshooting was performed by catheter and cable being reseated and exchanging the cable, neither resolved the issue. The catheter was replaced and procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi failure analysis lab received the device for evaluation and found char on electrode # 1. This finding is reportable due to the potential risk for the patient. The awareness date for this record is (B)(6) because of the product returned condition.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and no temperature was being displayed. During the procedure, ¿catheter temperature invalid¿ was displayed on the smart ablate generator. Troubleshooting was performed by catheter and cable being reseated and exchanging the cable, neither resolved the issue. The catheter was replaced and procedure was completed without patient consequence. This event was originally considered non-reportable, however, bwi failure analysis lab received the device for evaluation and found char on electrode # 1. This finding is reportable due to the potential risk for the patient. The awareness date for this record is september 29th because of the product returned condition. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and char was found in the electrode # 2. This condition was not originally reported on the complaint. Per the reported event, catheter was tested for electrical performance, stockert compatibility and thermal sensor response. The catheter thermocouple test failed. Further investigation revealed that the lead tc wires had a shorting inside the tip section. Due to the char found, an irrigation test was also performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was confirmed. Device failed the thermocouple test but this failure is not related with the char formation. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.